Manufacturer narrative:
(B)(4). Additional information: the device was not received for evaluation; therefore, a device analysis could not be completed. The device history revealed that this complaint is not related to manufacturing and does not involve nonconforming product. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). On an unknown date in (B)(6) 2015, the patient experienced an umbilical hernia. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced a hernia near the "belly button" (umbilical hernia) coincident with automated peritoneal dialysis therapy. The hernia occurred after beginning automated peritoneal dialysis therapy. The cause of the hernia was unknown. It was not reported if the hernia worsened with peritoneal dialysis therapy. Three days prior to the initial receipt of this report, the patient was hospitalized and underwent a surgical repair procedure of the hernia on that day. Dianeal therapy was ongoing. Hospitalization ended on the same day it began. It was not reported if the patient was recovered or was recovering from the hernia. No additional information is available.